Event description:
During the ablation of persistent atrial fibrillation, the catheter was frequently moved in and out of the sheath to maintain support. After ablation of the tvi line, when trying to enter the left atrium again along the pathway, pressure of the catheter was lost.. The tip of the catheter was fractured. The device was replaced, the pressure was displayed normally and the procedure was completed without any patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tip fracture could not be conclusively determined.